Manufacturer narrative:
Concomitant medical products: product ID: 693558 lead; 4968-35 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for 1:1 sinus tachycardia. It was noted that the supra ventricular tachycardia (svt) limit was programmed too slow, which prevented the appropriate device discriminator algorithms from applying. The device remains in use. No further patient complications have been reported as a result of this event.